Event description:
56 year old male patient had penile prosthesis placed in another hospital in december 1993. Physician's notes indicate that prosthesis never worked. Patient had prosthesis removed 5/25/94 due to pain, swelling, and infection of the prosthesis. Patient has agreed to release the prosthesis to the urologist who removed it.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.